Manufacturer narrative:
Due to character restrictions in block e1. Event site name: (B)(6) hospital. Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cardiosave intra-aortic balloon pump (iabp) had broken screen / lines on screen. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6 (investigation findings, component codes).

Manufacturer narrative:
Due to characterization limit e1 inital reporter: (B)(6). Updated fields: b3, b4, b5, b6, b7, d9, d10, e1(initial reporter, event site email), g3, g6, h2, h3, h6(type of investigation, investigation findings, impact code, conclusion), h11 contact ph (B)(6). No repairs were conducted by the getinge field service engineer (fse), because the customer decided not to proceed.

Event description:
It was reported that during routine check, cardiosave intra-aortic balloon pump (iabp) had broken screen / lines on screen. There were no patient harm or injury was reported.